Manufacturer narrative:
D3. Mfg establishment name: updated. H3 and h6 codes, updated. Two (2) customer images were returned, with one image showing a clear plastic-like foreign material present within the syringe barrel, in an unopened package. The complaint of foreign contamination can be confirmed. The probable cause is unknown. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
It was reported that the respiratory department was preparing to collect blood after receiving the blood collection needle, and when the arterial blood collection device kit was checked before blood collection, foreign matter was found in the syringe. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.